Manufacturer narrative:
Incomplete device returned. Based on the investigation finding, no obstruction could be observed on the lower catheter shaft that could lead to non deflation. Since the upper catheter shaft was not returned, further investigation in determining and confirming the root cause of non deflation could not be carried out. Based on available info, our medical determination is that this malfunction is serious because sometimes, surgical intervention is needed to remove a catheter whose balloon fails to deflate. In this case, surgical intervention was not required, as it was reported that "catheter was removed by the normal way". (B)(4).

Event description:
This complaint was identified during our retrospective review of complaints from our facility in (B)(6). This is related to FDA audit-observation(B)(4). Complaint received as follows: "market country: (B)(4). Complaint description: non-deflation in use. No harm to pt. Remove by the normal way".